Event description:
Device issue: shaft separation. Time of device issue: during stent procedure. Adverse event: none. It was reported that a 2.5 x 18 mm xience v would not cross and when removed from the pt's anatomy the proximal shaft was found to be bent. A 2.5 x 8 mm xience was attempted but would not cross and the proximal shaft broke. Four add'l xience v stents crossed the lesion without reported incident. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily tortuous and calcified, which likely contributed to the failure to cross. Hypotube fractures are usually the result of ductile overload (material stress/fatigue). Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a mfg deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. Return of the xience sds may have assisted the eval. In this case, the hypotube separation likely occurred as a result of the procedural attempt to cross the lesion, as no damage was reported as being noted during the inspection prior to use. The pt's anatomy was described as heavily tortuous and calcified, which may have contributed to the reported shaft separation as resistance may have been encountered which would cause the shaft to kink and subsequently separate. A review of the product mfg records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. In this case, the failure to cross and shaft separation appear to be related to operational context.